Event description:
It is reported that the device was implanted in 2005, and that revision surgery is pending, due to tibial implant failure.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt information such as height and pt activity is unk. Based on the available info., a definitive cause can not be determined. No product was returned. Review of the device history records were also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive info. Be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.